Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, intraoperatively, the right atrial (ra) lead exhibited placement difficulty and the lead could not be fixed. The lead was removed and the left bundle branch pacing was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited placement difficulty due to atrial myocardial fibrosis.